Manufacturer narrative:
H3: 81 other ¿ the suspect device has not been returned for evaluation. Vyaire medical's technical support team was able to assist the customer in resolving their issue by troubleshooting with the customer. D4: unique identifier (UDI) # -unable to determine entire UDI number, as manufacturing information was not provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: after preventative maintenance the vela ventilator's volumes will be in specification for a little bit but gradually drop over time. No patient involvement since issue occurred during preventative maintenance.